Event description:
A user facility reported this mask would not remain inflated while it was being used in a patient. There was no patient injury or problems. The mask has been received at lma north america and will be forwarded to the manufacturer for evaluation.